Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they have not used the stimulator for a long time so the stimulator has "died". Pt explained that the therapy was not working efficiently for the pt's needs for 3-5 years. Pt stated they used the therapy intermittently for a while but decided to stop charging the stimulator. Pt stated they tried to connect to charge the stimulator for an upcoming MRI of the foot but was unable to connect to recharge the stimulator. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed possible overdischarge and redirected pt to hcp to either address the overdischarge or have hcp complete the MRI eligibility form. Additional information received. Patient reported issue has not been resolve yet due to their hospital stay last month. Additional information was received from patient, per caller, pt reported that the ins has been dead for about 2 yrs now and that therapy wasn't working for him. Reviewed MRI guidelines. : additional information was received from the patient. It was reported that the ins has not been recharged. It would not hold a charge. They called their rep to help regain function. They could not revive the unit. The issue has not been resolved and the patient would like to have the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated the patient needed an MRI, but the stimulator had not worked for years. Caller said the battery would not communicate with the equipment or the remote, so therefore the imaging facility would not do an MRI even though they had told them it was MRI compatible. Agent asked event date of not being able to communicate anymore, caller said they were going to say maybe even 5 years ago. Caller said the patient had a toe amputated and had several wounds on their toes, so they needed the MRI to show what they needed to know. Caller said they had tried to get the implant connected to the external equipment again already as patient had medical issues in the past, but implant wasn't connecting. Caller said the patient's vascular doctor suggested caller contact the implant doctor regarding MRI eligibility, so caller went to that doctor's office today, but said the doctor had retired and the office had no records that they could give them regarding the implant to prove the patient was eligible for an MRI. The patient was redirected to their healthcare provider to further address the issue.